Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi) procedure using a faradrive sheath, during preparation, the dilator tip was deformed, with signs of potentially traumatic damage, therefore the guidewire could not be loaded. There was an attempt of advancing the guidewire into the dilator, but due to the damaged tip, the loading was unsuccessful. Therefore the decision was made not to use the dilator. At this point, the sheath was already flushed with saline. This event occurred during preparation and neither the dilator nor sheath were in contact with the patient. The damage to the dilator was only noted after removing the device from the packaging. No damage noted to the device packaging. The sheath and dilator were replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual analysis identified kinks along the active length of the sheath shaft. Examination of the returned dilator noted that the dilator distal tip was damaged. Evaluation of the sheath functionality confirmed successful engagement of the deflection mechanism as the distal tip of the shaft was able to achieve and maintain its intended curvature. Microscopic inspection of the returned device confirmed dilator damage as the tip was bent and the bore rim had a lenticular shape, resulting in a partial occlusion. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on all the available information, the cause of the reported dilator tip damage was likely due to component failure. Investigation confirmed that the catheter passed all testing and specification requirements throughout the manufacturing process prior to distribution. Additionally, the observed secondary findings of kinks along the active length of the sheath shaft are most likely related to cause traced to transport/storage. E1: initial reporter phone number is (B)(6). Reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi) procedure using a faradrive sheath, during preparation, the dilator tip was deformed, with signs of potentially traumatic damage, therefore the guidewire could not be loaded. There was an attempt of advancing the guidewire into the dilator, but due to the damaged tip, the loading was unsuccessful. Therefore the decision was made not to use the dilator. At this point, the sheath was already flushed with saline. This event occurred during preparation and neither the dilator nor sheath were in contact with the patient. The damage to the dilator was only noted after removing the device from the packaging. No damage noted to the device packaging. The sheath and dilator were replaced, and the procedure was completed successfully. No patient complications were reported.